Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for free flow was revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
During walkmed infusion's product evaluation of the pump, the device was found to fail the free flow test. Further product evaluation of the pump attributed the free flow failure to worn components. The pump was originally returned to walkmed infusion for a report that during testing it was found the ac led light does not turn off when device is unplugged.